Manufacturer narrative:
The insulin pump was received with a corroded battery tube. However, the insulin pump passed functional testing including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed the displacement accuracy test. The insulin pump had cracked case at the display window corner, cracked lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2017 for a high blood glucose of 600 mg/dl. The patient experienced nausea, dizziness, and severe dehydration. The patient had experienced high blood glucose for two full weeks prior to hospitalization. She was wearing her insulin pump at the time of hospital admission. Troubleshooting was declined for the high blood glucose. The insulin pump was returned for analysis.